Event description:
It was reported via maude report (B)(4) that on (B)(6) 2010, transferred from outlying facility with recent non-stemi for cath/pci. A 3.5 x 15 multi-link vision deployed in 75% proximal left anterior descending (lad), discharged on asa plavix. He reportedly had not taken plavix since hospitalization, and on (B)(6) 2010 presented to outlying facility with stemi. Transferred for emergent cath/pci. Films reveal totally occluded lad at site of previously placed stent with thrombus. Export thrombectomy performed, pre-dilatation with 3.5 x 15 voyager. A 3.5 x 18 multi-link vision deployed with immediate post dilation with complete stent expansion. Decision to place an additional stent and 3.5 x 15 multi-link vision deployed. A 3.5 x 15 quantum maverick to post-dilate throughout stented areas. Final films reveal good angiographic result. Patient was discharged on asa and prasugrel with extensive discussion of importance of medical compliance. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported myocardial infarction and thrombosis are known adverse event listed in the vision instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.